Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported: after angiography, a 5f exoseal vascular closure device (vcd)was used. Despite following standard operating procedures, the indicator window never turned fully black, even after the device was completely withdrawn from the body. Hemostasis was achieved with manual compression. There was no reported injury to the patient. The device was stored, inspected, and prepared according to the instructions for use (IFU). No abnormalities were noted prior to use. A retrograde approach was used, and angiography confirmed femoral artery suitability, including appropriate sheath insertion angle, while a 5f non-cordis sheath introducer was utilized. The vessel diameter was verified to be at least 5 mm, with no calcium, plaque, stent, or significant stenosis at or near the puncture site. No resistance or excess force occurred when advancing or inserting the exoseal vascular closure device, and the sheath introducer engaged and locked with an audible click. Pulsatile flow was observed, but the indicator window did not display a solid black color during retraction. The device will be returned for evaluation.

Manufacturer narrative:
As reported: after angiography, a 5f exoseal vascular closure device (vcd)was used. Despite following standard operating procedures, the indicator window never turned fully black, even after the device was completely withdrawn from the body. Hemostasis was achieved with manual compression. There was no reported injury to the patient. The device was stored, inspected, and prepared according to the instructions for use (IFU). No abnormalities were noted prior to use. A retrograde approach was used, and angiography confirmed femoral artery suitability, including appropriate sheath insertion angle, while a 5f non-cordis sheath introducer was utilized. The vessel diameter was verified to be at least 5 mm, with no calcium, plaque, stent, or significant stenosis at or near the puncture site. No resistance or excess force occurred when advancing or inserting the exoseal vascular closure device, and the sheath introducer engaged and locked with an audible click. Pulsatile flow was observed, but the indicator window did not display a solid black color during retraction. One non-sterile exoseal vascular closure device, 5f, involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was not locked. The plug was in its manufactured position, and the indicator wire was found deployed. A 5f non-cordis catheter sheath introducer was returned inserted on the received unit. The indicator window was observed in the black/white position. During this visual analysis, a kink on the delivery shaft was observed, located 2 cm from the distal tip. A dimensional analysis was conducted on a portion of the delivery shaft near the affected area to verify the outer diameter. The result obtained was within specification. A deployment simulation evaluation was performed after the guard was locked. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator window. The deployment lever was then fully depressed, achieving indicator wire retraction and the expected plug deployment. The indicator window subsequently achieved the black/white/red position as expected. A high-magnification microscopic evaluation was executed to assess the internal mechanism of the device. During this analysis, no abnormal conditions were observed. The reported event of ¿indicator window no change to indicator¿ was not observed on the returned device since the functional analysis was completed and full window transition with successful plug deployment was achieved. The exact cause of the issue experienced could not be conclusively determined during analysis. Additionally, a kinked portion was observed on the delivery shaft. Based on the information available for review and product analysis, it is not possible to determine the factors that may have contributed to the no change to indicator reported, particularly since the device functioned as expected during analysis, with the indicator window changing positions appropriately. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Event description:
As reported: after angiography, a 5f exoseal vascular closure device (vcd)was used. Despite following standard operating procedures, the indicator window never turned fully black, even after the device was completely withdrawn from the body. Hemostasis was achieved with manual compression. There was no reported injury to the patient. The device was stored, inspected, and prepared according to the instructions for use (IFU). No abnormalities were noted prior to use. A retrograde approach was used, and angiography confirmed femoral artery suitability, including appropriate sheath insertion angle, while a 5f non-cordis sheath introducer was utilized. The vessel diameter was verified to be at least 5 mm, with no calcium, plaque, stent, or significant stenosis at or near the puncture site. No resistance or excess force occurred when advancing or inserting the exoseal vascular closure device, and the sheath introducer engaged and locked with an audible click. Pulsatile flow was observed, but the indicator window did not display a solid black color during retraction. The device will be returned for evaluation.